Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the arm between 37 and 48 hours. Patient reported pain at the infusion site, leading to premature pod removal. Upon removal, the site was observed to have redness and pus, which was described as consistent with an abscess. Patient sought medical attention on (B)(6) 2026 at an urgent care facility, where infection was diagnosed. Treatment with antibiotics (amoxiclave) was initiated. The visit lasted less than one day, and hospitalization was not required. The pod was not worn during medical evaluation due to prior removal. A new pod was successfully applied on a different infusion site.